Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was not getting any urine return upon initial placement. The staff got urine return after flushing the catheter.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The device history record was not reviewed as the reported event is unconfirmed. The instructions for use were found adequate and state the following: "13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14.inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe 15.once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck."

Event description:
It was reported that the temperature sensing foley catheter was not getting any urine return upon initial placement. The staff got urine return after flushing the catheter.